Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. As part of troubleshooting, the philips remote service engineer (rse) reviewed the system log files and found x ray pc offline. Rse tried to reload the software, but it did not work. To resolve the issue, the customer replaced the x ray pc, after which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.